Event description:
Health professional reported after injection with juvederm ultra plus xc in the nasolabial folds, pt experienced "embolization of the product through the angular artery" and "pink, purple/pale discoloration" on the left side of face, around the nasolabial" but "not at the injection site". The day after injection the pt was treated with "vitrase" and "nitropaste".

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. Pt is now under the care of another healthcare professional and the injecting healthcare professional has had little to no contact from the pt since the time they prescribed the pt treatment; current pt status has not been determined. The event of "embolization of the product through the angular artery" and "pink, purple/pale discoloration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling, warnings: the product must not be injected into blood vessels, introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site response for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.